Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
It was reported that a pocket infection was identified by pocket erosion and puss around the implant site. The physician alleged the event was related to the implant site and not the device. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.